Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic radical gastrectomy procedure, while cutting the stomach, the device was unable to fire. The surgeon was able to press the green firing button but was not able to squeeze the handle. A new device was used to complete the case. No patient injury.